Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: none. Analysis and results: we have not received information regarding the possible histoacryl code/s-batch/es involved in this case. Without this information a proper analysis cannot be done as the review of the batch manufacturing records cannot be done either. Before applying histoacryl, the wound should be clean and dry, without blood present in the area. When histoacryl gets in direct contact with the blood of the wound the reaction is very fast, it cannot be discarded smoke formation in the wound area and also heat (sensation of burning). In the warnings of the instructions for use of the product is indicated that: "histoacryl should not be applied to wet or bleeding wounds. Excess moisture (such as water or alcohol) or blood presence, may accelerate polymerisation, resulting in the generation of excess heat." Also, in the side effects paragraph: "the use of this product leads to an exothermic polymerisation reaction. The released heat may result in a sensation of warmth. Cyanoacrylates can be associated with a limited period of local sensitisation or irritation reaction in the application area." Final conclusion: without samples or more information we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or information regarding the reference involved is received in the future, we will re-open the case and analyze it. No corrective/preventive actions needed. If additional information is received a follow up report will be submitted.

Event description:
Per the (B)(6), a report was received from the (B)(6). It was reported from a physician concernings, a patient that experience extreme site pain following administration of histoacryl weefsellijm (tissue glue) ampl 0,2g - for a cut/ wound on the finger with a latency of 1 second after start. The patient recovered within 30 seconds. The patient has no medical history and has no past drug therapy. No additional patient information is available.